Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat incontinence, bladder prolapse and vaginal prolapse. It was reported that following insertion the patient experienced pain, infection and urinary problems. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03103. The same patient is represented in each medwatch..

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient concurrently underwent anterior urethropexy with combined anterior and posterior colporrhaphies.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency, frequency, nocturia, multiple bladder infections, bladder doesn¿t empty well, and urinary retention.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency, frequency, nocturia, multiple bladder infections, bladder doesn't empty well, and urinary retention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteriathis is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03103. The same patient is represented in each medwatch.